Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 the patient was hospitalized for chest pain. Coronary angiography confirmed triple vessel disease. A 2.75x38 mm xience xpedition stent was implanted to treat a narrow lesion in the proximal right coronary artery with 90% stenosis. The patient was re-hospitalized on multiple occasions for angina pectoris from (B)(6) 2016 through (B)(6) 2017. No coronary angiography was performed. The patient was discharged after fluid therapy. The patient continues to experience occasional angina pectoris. No additional information was provided.